Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in patient use. During the evaluation of the device at the third party service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issue. The oxygen blending module board only was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the failure was due to the oxygen and air flow sensor's voltage being out of specification.